Event description:
It was reported that the patient was being scheduled for vns system explant due to trouble swallowing with device stimulation. It was reported that the patient has not experienced much seizure improvement. The patient underwent vns system explant on (B)(6) 2013. It was reported that the explanting facility does not return explanted devices; therefore no product analysis can be performed. It is unknown if the surgery was performed to preclude a serious injury or for patient comfort. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient had their vns removed a while back but the lead wire is still implanted. It was reported that the surgeon will be removing the lead, a centimeter from the electrodes so the patient can receive an MRI. No surgical intervention has occurred to date. No other relevant information has been received to date.